Event description:
It was reported before use that the cs100 intra-aortic balloon pump (iabp) unit could not be turned on normally and the equipment has been decommissioned. There was no patient involved, and no casualties were reported.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact office and contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Because the equipment was out of warranty, fse quoted a price to the customer, but the customer refused the price and told the customer that the faulty equipment could not be used in clinical practice.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit could not be turned on normally and the equipment has been decommissioned. There was no patient involved, and no casualties were reported.

Manufacturer narrative:
Due to character restrictions in e1 event site information: (B)(6). A supplemental report will be submitted upon completion of our investigation.